Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet; mitral regurgitation increased. It was reported that an initial mitraclip procedure was successfully performed on 01/12/(B)(6) posterior leaflet prolapse, chordae rupture, and an enlarged atrium. Three clips were implanted and the mr was reduced to 1-2. On routine echocardiogram, performed on (B)(6) 2016, it was determined that the second clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 2-3. The patient was confirmed to be stable and was discharged. No additional treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a definitive cause for the reported single leaflet device attachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.